Manufacturer narrative:
Additional pro code selection that applies to the indication of this device nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information indicated the implantable pulse generator (ipg) received elective replacement indicator message. Following this, the patient elected to proceed with a replacement procedure. The ipg was successfully explanted and replaced, and the patient is recovering well postoperatively. In accordance with facility policy, the removed device will not be returned. No additional information was available, despite good faith efforts requests.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device <nhl, pjs>. Block b3: approximated based on the date the manufacturer became aware of the event.